Manufacturer narrative:
Date sent to the FDA: 09/04/2009. Dyspareunia occurred - mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a pelvic floor repair procedure in 2007 for the treatment of vaginal prolapse, cystocele and rectocele. Post-operatively, the pt developed mesh erosion, formation of scar tissue, inflammation, dyspareunia and neurologic compromise to her structures and tissues. No additional info was provided at this time.